Manufacturer narrative:
The customer complained that the tiemann indicator had not been lined up with catheter curved tip caused bleeding. Photo was received but it is hard to evaluate position of connector indicator against bent tip of catheter based on the picture. Batch record review was conducted resulting in following: whole production and packaging process has been done in compliance with pr60-215 male coude (tiemann) catheters ¿ gentlecath low-friction. Urinary catheter in question was manufactured under sap 1718770 material ID gentlecath glide tmnn ch12 (1x30pk) eur and manufacturing lot # 0g02150 in c2. The catheters were packed in peel-packs (pouch) under lot lot 0g02150 in august 2020 on packaging machine p009 in amount 19 200 ea. The catheters were assembled under subassembly lots 0g02147 and 0d03814 at machine a097 in according to the process instructions g805311 ver 16.0. According to the process instructions g805311 ver 16.0 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each molding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422. According to relevant drawing 60099-b the position of connector indicator vs tip bending could be in the range 0°- 45° in both directions. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lots .the batch record review indicates no discrepancies. Machine a097 had vision system that was validated at the time the lot production. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: eyelet no punch; hangnail left in eyelets; position of connector indicator and bent tip of catheter vision system has to reject every catheter with at least of one failures mentioned above . Validation of the position of tiemann indicator was in scope ccr-01239. Ccr-01239 was sign on (B)(6) 2019. Lot in question was produced after validation of the camera. No other complaint of this nature has been received on this lot. This issue will be monitored through the post market product monitoring review process, sop-000741. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. Common device name: urological catheter and accessories. Product code: (B)(4). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported that "upon inserting, the guide is not straight, patient felt pain and was forced to remove the product. When removing he noticed that he was bleeding from the area of pain". Photographs of the catheter depicting the reported complaint issue were received from the complainant.